Event description:
It was reported that cartridge alarm 20 occurred and did not happen during cartridge loading, with no prior similar alarms on this pump. There was no adverse impact to the customer¿s blood glucose level. Customer support assisted caller in loading new cartridge using proper technique, caller successfully loaded cartridge, and insulin therapy was resumed, and no additional information was received regarding the outcome of the event.